Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra medical affairs associate on 24-feb-2020: 1. Section b. Box 5. Describe event or problem. H3 other text : placeholder.

Event description:
Additional information received on 24-feb-2020 indicated that the serious adverse event of intracranial hemorrhage was adjudicated to be unrelated to the psr3d.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse events were anticipated complications. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient underwent a procedure on (B)(6) 2019. On (B)(6) 2019, the 24 hour computerized tomography (CT) scan revealed the patient had developed a left basal ganglia hematoma with a rupture into the left lateral ventricle. The patient passed away due to this event on (B)(6) 2019. This event was adjudicated to be a serious adverse event with a possible relationship to the psr3d, and a probable relationship to the index procedure.